Manufacturer narrative:
After further review of the device received, the right sided impacted device was identified as a 450cc mentor memorygel breast implant, catalog: 3544507, lot 264042. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: rupture, breast pain, late set seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision surgery with two unspecified textured gel implants experienced bilateral breast implants rupture, confirmed by mammogram and ultrasound, which was complicated with pain on the right side post procedure. It was also reported that the patient experienced late-onset seroma, the seroma was noticed (B)(6) 2020. The physician does not suspect bia_alcl. No tests were completed on the seroma fluid. As a result, patient underwent bilateral removal with no replacement on (B)(6) 2020. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 9/4/2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant and developed breast pain and seroma. During a visual evaluation of the product, parallel lines of shell wear were observed on the anterior aspect. Within the wear a tear was observed and extending to the posterior view measuring approximately 8.6 cm. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).